Event description:
It was reported that the ceramic head was implanted in 2004. Five months later, the pt fell and "torqued" their hip. X-rays taken on the following month indicated the ceramic head had fractured. The device was revised on the following day.